Manufacturer narrative:
An event regarding revision involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. However, event notes the patient fell and dislocated. The trauma could have lead to the dislocation which lead to the revision of the trident shell. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available, this investigation will be reopened.

Event description:
Patient fell and dislocated hip. She reported to ER and then was admitted to surgery for second revision. Cup was replaced and 19 +o was replaced w 21+0.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not available.

Event description:
Patient fell and dislocated hip. She reported to ER and then was admitted to surgery for second revision.cup was replaced and 19 +o was replaced w 21+0.